Event description:
It was reported to boston scientific that the physician performed a polypectomy and decided to stitch the post polypectomy trauma with a resolution clip in order to prevent post polypectomy bleeding. The resolution clip was inserted in the scope and pushed until the tip of the clip came out of the scope tip. The nurse attempted to pull back the sheath in order to reveal the clip; the sheath failed to reveal the clip. She pulled back the device from the scope and tried the device. This time the sheath revealed the clip. The physician decided to try once more, and re-inserted the resolution clip in the scope. Unfortunately, the physician did not manage to reveal the clip, the case was finished without releasing the clip. The pt left the operation room without any problem and was reported to be "stable".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.